Event description:
The manufacturer received information alleging that the response of the right button is poor, and auto trigger is activated on its own though it is not set and it cannot be stopped once activated for a trilogy o2 device. There was no harm or injury reported. The device was not in patient use. The trilogy o2 device was returned to the manufacturer's service center, the customer's complaint of the reported issue of auto-trigger occurring was not confirmed. During the evaluation an (r low circuit leak) error code was discovered in the device's event log, indicating a "circuit leakage". The leak was checked, and it was confirmed that the leak in this device was low. Additionally, the device failed negative and positive flow verifications during the repair test. Based on these results, it is believed that a malfunctioning flow sensor caused the leak to be read low, resulting in the "low circuit leak" error code. In addition, the flow sensor malfunction caused the flow to deviate negatively from the normal value, making it more likely to exceed the trigger threshold and cause the device to auto-trigger. In conclusion, the device's sensor board was replaced to address the issue. The root cause is confirmed to be a malfunction of the flow sensor. Additionally, during the service of the device, the response of the right button was confirmed to be poor. The front panel keypad led board was replaced as it was determined to be the cause of the malfunction. Unrelated to the malfunction, the o2 front enclosure was replaced due to damage to the screw receiving part. The technician performed repair test, alarm check, battery check, run-in tests and cleaning then confirmed that the device operated properly. The software was checked to be 14.2.05.